Event description:
It was reported that an ambulance was involved in a severe roll-over traffic accident while in transport of a pt on a cot. It was reported that the cot fastener remained intact, however the cot sustained significant damage. It was also alleged that the pt onboard sustained injury; the customer could not report the extent of the injury.

Manufacturer narrative:
The cot will not be evaluated as it was involved in a severe accident in which unk forces were likely sustained. It is not possible to visually ascertain if any structural damage occurred. The customer has been sent a recommendation to remove the cot from service permanently.